Manufacturer narrative:
The device involved in the event was returned. The returned device was examined, and the repeatability test. Was conducted using reserved samples with voluntary lot numbers that are the same specification as the device involved in the event. During the examination of the returned device, a fractured portion of the sheath was inspected with magnification, and a trace of cutting was observed that seemed to be made by something like scissors. Judging from this examination, a possible cause of this fracture is that the sheath was accidentally cut by something like scissors during the procedure. The medical device involved in the reported event is sold only in (B)(4). Therefore, the information on the equivalent device to the complaint device that was cleared under k141070.

Event description:
On (B)(6) 2018, at a hospital in (B)(6), it was reported that the super sheath was fractured during a procedure. The fractured portion remained in the patient's body and was removed adequately. There was no reported patient injury as a result of this event.